Event description:
Patient had a diagnosis of left lower leg ischemia. He was taken to cardiac cath lab. A 7fr ansel sheath introducer was inserted into left femoral superficial artery with thrombolytic agent and heparin infusing. Rn examined the patient who was found to be profusely bleeding. Groin pressure initially held, thought to be bleeding from groin at catheter insertion site. Further evaluation proved at the site of bleeding from catheter at the hub, it sheared away from the catheter. Sheath was removed. Patient received multiple units of blood for low blood pressure and heart rate.====================== manufacturer response for 7 fr ansel sheath, (brand not provided)======================have not had a response at this time.